Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that a communication abnormality between device and a graphic board occurred due to corrosion of terminals of a graphic board, and an event occurred. Although the cause of the corrosion of the terminal cannot be identified, it is possible that the terminal was corroded because the operating environment of the device was high humidity.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the e116 error occurred. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the connections of the graphics board was corroded, but oekg was unable to determine the root of the problem that causing corrosion on the graphics board connections. On this matter, a complementary test was carried out with a new graphics board, the device worked again without problems. Also, oekg found that this equipment has never been repaired recently in rrc-ofr, according to the repair history.